Event description:
Hcp reports pt presented in 2006, with signs of infection including drainage, erosion of the lead and incisional wound opening along the lead track and in the lumbar region. Perioperative antibiotics were administered. The pt did not have meningitis. No cultures were obtained. The pt was placed on both IV and oral antibiotics and underwent total device system explant. The device was explanted but was not returned to the MFR for analysis. The hcp reports the infection has resolved. Malnutrition or extremely thin stature were listed as risk factors for this pt. Ref MFR report #2649622200601364.